Event description:
Patient was undergoing a laparoscopic hemicolectomy, and the surgeon used the ligasure sealing device on the ileocolic artery (approximately 2mm in diameter). When she cut the artery, the surgeon discovered the vessel had not sealed. The patient immediately began to lose blood. The team emergently put in a gelport, and the surgeon was able to use lap sponges and her hand to control the bleeding while anesthesia started another IV and an a-line, and infused volume to correct the patient's sudden decrease in bp. The procedure was converted to an open one in order to get complete control of the bleeding. The patient required two units of packed red cells.